Event description:
A (B)(6) female pt has a history of bilateral breast augmentation in the 1980s. She also had left breast implant replaced approximately 10 yrs. Ago. Pt presents to operating room on (B)(6) 2011 for removal of bilateral implants, removal of ruptured right implant with possible capsulectomy, capsulotomy. Pt did not want new implants inserted. Pre op diagnosis: ruptured right breast implant. Bilateral chest wall repair. Procedure: removal of right silicone implant material; right radical capsulectomy; explantation of intact left breast silicone implant (intact). Age of device for second device: 10 years.